Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, defibrillation threshold (dft) testing was performed. Ventricular fibrillation (vf) was induced successfully and a shock was delivered to convert the vf. However, the shock induced atrial fibrillation (af) for the patient. An external synchronized dc cardioversion with 200 joules was performed to restore normal sinus rhythm. No adverse patient effects were reported.